Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that there were several factors that can contribute to balloon rupture such as balloon damage during manufacturing, interaction with other devices, patient anatomy, lesion calcification, or lesion tortuosity. It was reported that the lesion was mildly tortuous, mildly calcified, and 100% stenosed, which could have contributed to the balloon rupture. A review of the balloon rupture testing for this lot performed during reliability engineering showed the data exceeded rated burst pressure (rbp). Without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported balloon rupture.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue. Balloon rupture. It was reported that the rx voyager balloon catheter ruptured at 12 atm during the third inflation. The procedure was completed with another balloon catheter of the same size. Reportedly, there were no patient effects. No additional event or patient information available.